Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, the pump pcb board had failed, which resulted in a persistent error code 2. Mmdg could not investigate the complaint further because of this persistent error code. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump would not charge. They stated that this resulted in an approximately 8 hour delay of therapy. They stated that the patient cannot receive feeding by an alternative method. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).